Manufacturer narrative:
Additional information received on 10mar2016 from the initial reporter and includes: implants are not available due to hospital policy. Cup loosening was the reason for revision. On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: acetabular revision after 1 year since primary tha. The patient has reportedly a spinal stabilization that makes her pelvis movements possibly different from before spinal surgery. In fact, in the available radiograph, which was taken after spinal stabilization, the cup looks in a rather horizontal position. This may have been changed because of spinal treatment, and may have led to impingement in some positions of daily life. There is no reason to suspect that the failure was cause by faulty devices. Batch review performed on 29 march 2016. Lot 145998: (B)(4) items manufactured and released on 24 nov 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold and another similar event has been reported on an item of the same lot (MDR 2015-00131). On 30 march 2016 the r and d project manager made the following comment while checking a picture of the explanted shell: observing the acetabular shell no particular signs can be noted. Some bones can be seen in the macrostructures. The plug can be seen in the central hole of the shell. It is not possible from the inspection of the implant determine the root cause of the event.

Event description:
Patient had pain which had been increasing in months leading up to revision. Surgeon suspected cup was loose. Please note that the patient has had previous spinal surgery and is fused from the cervical spine to almost her sacral spine. The surgeon felt that this would have altered her pelvic motion which could have impacted osseointegration to the acetabular implant.

Manufacturer narrative:
On 24 may 2016 it was prepared a final report with the information already submitted in the initial report.on 06 june 2016 the report was sent to the initial reporter and the case was closed.